Event description:
The customer called in to customer service and stated the adaptor was missing some screws and the housing unit came apart, she can see all the wires in the housing and there is a chip. This presents a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for eval/investigation at the time of this report. Therefore, no conclusion can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed or corrected info a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir13-0154.